Event description:
It was reported that medical attention was sought on (B)(6) 2018 at 8:00 am after the end user alleges that her prodigy diabetes meter is reading 100 points higher when compared to a contour meter. The end user was found unresponsive and sweating profusely accompanied with a blood glucose reading of 121 mg/dl. The paramedics were called and upon arrival a blood glucose test was performed with their meter and the result was 32 mg/dl. The end user received an IV to assist in raising her blood glucose level and at the point it was determined that she did not require transport to the ER. No additional details were provided in regards to this medical event.